Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 06-may-2025 and forwarded to millyard advanced medical products, llc on 08-may-2025. The patient reported that she was off medication for 4 hours due to unresolved cassette problem alarms on 2 cassettes. The pump would not complete its self-test with her last remaining cassette. Her backup remote and pump were not charged and would not pair while charging. The patient was traveling and did not have access to all her supplies. The patient was advised to go to the hospital due to the time it would take to receive additional supplies at her current location. No adverse side effects were reported. The hospital pharmacist reported that the patient presented to the ER on (B)(6) 2025, with a plan for admitting her. No components or further information related to the reported event have been made available to millyard advanced medical products, llc for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.

Event description:
An initial MDR regarding this case was filed 04-jun-2025 (report number 3016798778-2025-00063). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation into recently received materials that were in use by the patient during the referenced event. Logs from remote (B)(6) (paired with pump (B)(6)) show that between 10 days prior to and 1 day after the date of the complaint, the system generated excessive noise attention, cassette problem, and pump error alarms. During investigation, test deliveries generated cassette problem alarms. The pump was then disassembled, and evidence of fluid ingress was observed to be the cause of the alarms. The cause of fluid ingress cannot be determined. The system met specifications, as it alarmed accurately and entered a failsafe state as designed.